Event description:
It was reported that the right ventricular (rv) lead became dislodged after delivering appropriate high voltage therapy. During revision, there was difficulty withdrawing the helix of the lead. The rv lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the field complaints of lead dislodgement and difficulty extending the helix were not confirmed. A complete lead was returned in two pieces with the helix fully extended within specification. Visual inspection of the lead found no anomalies. X-ray inspection found over-torque of the inner coil consistent with procedural damage. The helix could not be evaluated due to the helix damage that occurred during analysis. Electrical testing did not find any indication of conductor fractures or internal shorts.